Event description:
Customer called to report an urgent care visit for high blood glucose. Customer's blood glucose reading is 500 mg/dl. Customer treated with insulin pump. Customer stated that she experienced headache and anxiety. Customer treated with humulin at urgent care facility. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.